Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is not available for analysis, therefore no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable and motor fault alarms. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during pre-use check; the customer reported there is no patient involvement associated with the event.